Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: review of the black box data revealed evidence of sudden drop in voltage resulting from a low battery warning and a replace battery alarm on (B)(4) 2018. There was no evidence of moisture inside the battery compartment. On investigation, the pump powered on normally with the returned battery cap properly in place on the pump. The pump was exercised for 24 hours without any errors, alarms, warnings, overheating or interruption in power. The electrical currents were evaluated and found to be outside of specifications due to excessive moisture contamination in the pump¿s interior component. Leak testing revealed a leak through the display lens. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The reporter alleged the pump was hot and contained moisture after swimming in a hot tub. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.